Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service repair, a search for similar complaints, and a review of labeling. Service checked the syringes and noted some deposits on the sample syringe. The syringe was cleaned and swapped with stat syringe as a precaution. The r1, r2, and stat syringes appeared okay. The r2 probe wash station was off-center, so field service centered the wash station by placing a plastic clamp at the bottom of the wash station and recalibrating the probe. Field service checked the pumps and all were okay except for the trigger pump, which had deposits around the heads. Field service replaced the trigger pump. Wash zones 1 and 2, and the trigger precision checks were acceptable. Field service recalibrated the rv loader control card 6 and checked that the screw/shaft of the rv loader wheel was acceptable. On (B)(6) 2011 the customer confirmed all control results were acceptable. Tracking and trending identified no adverse trends. Labeling was reviewed and found to be adequate. Based upon the data available and the results of this evaluation no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a false negative toxo igg result for one patient sample. The i2000sr generated an initial toxo igg result of 1.9 (negative). The patient had a historical toxo igg result of 3.5 (B)(6). Upon repeat, the i2000sr analyzer generated a toxo igg result of 3.9 (positive). The (B)(6) toxo igg result was not reported outside the laboratory and there was no adverse impact to patient management reported.